Event description:
There was no pt involved in this event. The device malfunctioned because it passes, then fails its self test with multiple pad-paks.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2011. After this date, there are multiple events where the user manually switched on the device, but it failed each time due to low battery. No fault was found, but the battery management system was triggered because the pad-pak was depleted. The pad-pak in the device would appear to have been in use for three years and two month and was either close to or past its expiry. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.